Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous first diagonal of the left anterior descending artery (lad). A non bsc guide wire was placed. There was a 2.75x38mm promus premier¿ stent implanted in the mid lad. A 12 x 2.25mm promus premier¿ stent was advanced to the lesion through the 2.75x38mm promus premier¿ stent but the device was unable to cross. Predilation was performed using a 15x2.0mm non bsc balloon catheter and the 12 x 2.25mm promus premier¿ stent was again advanced but failed to cross the lesion. After a few attempts to cross the lesion, the 12 x 2.25mm promus premier¿ stent became stuck on the guide wire so the device was removed together with the wire. The guide wire was exchanged to a non bsc guide wire and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No difficulties were experienced while loading or tracking the device over a 0.014" guide wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous first diagonal of the left anterior descending artery (lad). A non bsc guide wire was placed. There was a 2.75x38mm promus premier¿ stent implanted in the mid lad. A 12 x 2.25mm promus premier¿ stent was advanced to the lesion through the 2.75x38mm promus premier¿ stent but the device was unable to cross. Predilation was performed using a 15x2.0mm non bsc balloon catheter and the 12 x 2.25mm promus premier¿ stent was again advanced but failed to cross the lesion. After a few attempts to cross the lesion, the 12 x 2.25mm promus premier¿ stent became stuck on the guide wire so the device was removed together with the wire. The guide wire was exchanged to a non bsc guide wire and the procedure was completed with a different device. No patient complications were reported and patient's status was good.